Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope bending section cover and connecting tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation the foreign material could not be identified. It is likely that foreign material may have been unremoved because the device was not reprocessed properly due to damage on channel tube where water tightness was lost. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif-q150 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures." Olympus will continue to monitor field performance for this device.